Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported that the insulin pump's display was blank following a battery out limit. Blood glucose level at the time of the incident was not provided. The customer reported changing the battery multiple times, but the issue was not corrected. During troubleshooting, the customer confirmed that one of the device's contacts was damaged. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The operating currents are normal. No damage found on the lcd isolation tape noted. The insulin pump was monitored for several days and no battery out limit alarms occurred during our testing. The battery tube spring was inspected and no anomaly noted. No cosmetic damage noted during physical inspection.